Event description:
The customer reported that the connector between the c-arm and the workstation would not make good contact resulting in a communication failure error during a case. There was no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.